Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump powered off during sleep and would not power on when placed on the charger, despite correct placement, a solid green charger light, attempts with multiple outlets, and a 30-second power button press, leading to a device replacement and reversion to backup therapy. Symptoms included hyperglycemia with a reported blood glucose of 319 mg/dl and approximately four hours above target range, without ketone testing or medical intervention. Outcomes included temporary interruption of automated insulin delivery and use of alternative diabetes management until the replacement device arrived. Investigation included customer troubleshooting and review of device performance based on user reports and inspection of the returned device . Investigation of this device revealed a suspected device failure characterized by no display and no power-up behavior, consistent with an unresponsive user interface and potential power or main electronics malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis.